Event description:
The complainant had a impella cp pump placed for the patient admitted in with cardiac history and new cardiac arrest with acute myocardial infarction/cardiogenic shock. The pump was placed and sheath removed. When the reposheath was placed and another sheath for access the limb became ischemic. There was no flow down the limb. The team transferred the patient to tertiary center for care escalation and new impella access when pupils were fixed and care was withdrawn and patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Ischemia : the root cause of the injury was unable to be determined due to insufficient clinical details. Neurological impairment : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.